Event description:
It was reported that an episode of supra ventricular tachycardia was misdiagnosed as ventricular tachycardia and inappropriate atp therapy was delivered. The episode was classified as vt as a result of the av interval. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.